Event description:
Delay in reporting due to gathering details to events. It has been reported to risk that the doctor had attempted to use a disposable laryngoscope and during intubation the light went out. The laryngoscope was tested before use and worked properly but once the et tube was attempted to be placed the light went out. It has been reported to risk that this happened on another neonate with a different disposable blade and handle. The other case the disposables were not saved but on this case the handle and 2 blades were saved. One blade is a 00 and the other is a 0. In talking with the nicu nurse she knew one blade was a double zero that the light went out when attempting to intubate. Respiratory therapy attempted for 10 minutes to duplicate the light source going out but was not able to. The rt director did say that she found that the double zero blade was a little but easier to put on incorrectly.